Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. One device received intact. Unable to duplicate the reported issue. Device passed all functional tests. No faults found with the device. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. Actions were taken to mitigate the reported issue: performed preventative maintenance on the pump.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited "failed occlusion testing". No patient injury reported.